Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01278. It was reported the trial patient presented to the emergency room (ER) on (B)(6) 2017 due to back spasms. Reportedly, the trial leads were removed on the same date. In turn, diagnostic imaging was also performed and an epidural hematoma was discovered. As a result, an additional surgery was undertaken on (B)(6) 2017 to address the issue. Postoperatively, the patient was recovering in the hospital.